Event description:
It was reported the patient experienced a staph infection. The leads and extensions were removed, but the implantable neurostimulator (ins) was left in the pocket without in line plugs. The patient was doing fine and considered reimplant. Additional information received reported that tissue ingress and fluid could have compromised contacts since there were no plugs in the ins. There was no way to guarantee this issue would not cause any issue in the future. The system was revised. It was not known if the ins was to be replaced at this time as well, or if just new leads were to be implanted. A power on reset (por) condition occurred following emi. The error code was not available. The patient had an MRI of their back. The manufacturer representative went past por screen and cleared it. The ins appeared to be functioning properly, even though it was exposed to MRI. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the ipg was left in place. New leads and extensions were put in and it was reported that the patient was doing great.

Manufacturer narrative:
Product ID 3888-45, lot # v888771, implanted: (B)(6) 2012; product type lead, product ID 3888-33, lot # v761036, implanted: (B)(6) 2012, product type lead; product ID 3888-33; lot # v761036, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v736978, implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension.